Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, and displacement test. Pump powered up properly after battery installation. No blank display noted. No unexpected pump error 68 alarms noted during testing. Moisture damage was found on the electronic assembly however was not found on the motor/force sensor/keypad assembly during visual inspection.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was over 600 mg/dl. Customer was treated with manual injection. Customer did not report any symptoms related to high blood glucose. Troubleshooting was declined by the customer for high blood glucose level. The customer stated that the insulin pump received pump error alarm was 3rd time. The insulin pump will be returned for analysis.